Manufacturer narrative:
The customer is a third party organization. Per customer, the device has not been repaired. Npb was not authorized to service the device.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed on injured as a result of the event.